Event description:
The customer reported that ray-tec sponges were inspected prior to use at the or general surgery. During inspection, ray-tec sponge were found to have fiber separating and shedding. The issue was noticed during preparation. There was no harm reported.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.